Manufacturer narrative:
Additional information received. It was reported that during the use of the reliant for expansion of vascular prothesis, the physician also encountered aneurysm ruptures (these were patients with calcified vessels). The physician found these events very concerning, somewhat concerning and not at all concerning. These events were found to be related to the device on at least one occasion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the reliant device. The exact size of the device is unknown. Survey results from an interventional cardiologist in practice 21 years, who has used the reliant device for expansion of vascular prostheses 600 times in total over the last 15 months and 300 times in the last 12 months and for temporary occlusion of large vessels 400 times in total over the last 15 months and 200 times in the last 12 months. During use of the reliant for expansion of vascular prostheses (assisting in the expansion of self-expanding stent grafts), the fol lowing complications were encountered; hematoma (very old patients with very fragile case or difficult puncture), vessel perforation or dissection (very old patients), stroke (patient with a lot of arteriosclerosis), haemorrhage(anticoagulated or very old patients), death (very dilated aneurysms), balloon catching inside of graft during catheter movement (complex procedure) and balloon rupture (a lot of calcium in the vessel). The physician found the death events very concerning, hematoma events were somewhat or not at all concerning, vessel perforation or dissection, stroke, balloon catching inside of graft during catheter movement and balloon rupture very or somewhat concerning and the haemorrhage events to be very, somewhat or not at all concerning. All of the adverse events and the balloon catching and balloon rupture events were reported to be related to the device on at least one occasion, the death events were reported to be not related to the device. During use of the reliant for temporary occlusion of large vessels, the following complications were encountered; vessel perforation or dissection (very old, complete anatomy), stroke (significant arteriosclerosis), aneurysm rupture (very dilated aneurysm), death (significant comorbidity), stent graft migration caused by balloon catheter device (significant calcification). The physician found the death events very concerning, vessel perforation or dissection, aneurysm events very, somewhat or not at all concerning, stroke, stent graft migration very or somewhat concerning. All of the events were reported to be related to the device on at least one occasion. Of the above complications reported, some of these are listed as having been reported to medtronic previously. Due to limited information these are included in reporting. No further information has or will be provided.